Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomalies. The ins was subjected to a series of standard tests that I nclude but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the ins and determined normal battery depletion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was implanted in 1999 and was revised in 2000. The patient has experienced a loss of therapy since 2000. The ins could not be interrogated. There were no external contributing factors. The ins was explanted. During explant it was found that the pocket of the ins was calcified. The patient will proceed with a neurological examination. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.